Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and motor error alarm. The customer¿s blood glucose level was 420 mg/dl. The customer reported that the insulin pump had motor error. The customer was able to successfully clear the alarm and was able to complete pump rewind. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.